Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the depth gauge for locking screws to 100 mm for im nails (p/n: 03.010.428, lot #: 1l07624) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the needle component was bent. There were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. The complaint condition was confirmed for the depth gauge for locking screws to 100 mm for im nails (p/n: 03.010.428, lot #: 1l07624). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 03.010.428 lot # 1l07624. Manufacturing site: balsthal. Release to warehouse date: 21. Sep. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set at the field service location, it was observed that the depth gauge was bent. There was no known patient or hospital involvement. This report involves one (1) depth gauge for locking screws to 100mm for im nails. This is report 1 of 1 for (B)(4).